Event description:
Pt called to report that their test strips were peeling at a time when meter was not turning on. The meter eventually turned on and pt was about to obtain a blood glucose reading. Peeling of strips is being reported as a malfunction.